Manufacturer narrative:
One cool path duo 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing confirmed the catheter created a curve when deflected matching the required template. Steering force to create a curve met the required spec. The catheter successfully passed continuity, EKG and ablation stimulation testing. Flow rate met specification criteria. The thermal sys of the catheter was verified with no anomalies noted. The catheter tip was investigated under a microscope and showed no anomalies. Review of the device history record confirmed this device met mfg requirements prior to shipment. The catheter met all inspection criteria. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during a right ventricular outflow tract (rvot) ablation procedure a steam pop occurred and the pt developed cardiac tamponade. Ablation was being performed on the wall of the rvot with the cool path catheter and an ibi t8 generator at 40 watts with 25 ml/min irrigation and a target temp of less than 42 degrees celsius. An ensite array catheter was being used for navigation. After less than 5 minutes of ablation a steam pop was heard. Two to three minutes later the pt became syncopal requiring CPR. A pericardiocentesis was performed and the pt stabilized.